Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak associate with a pd treatment. The nurse said after treatment was completed there was fluid found in the pump module area of the cycler and on the external part of the cassette. Fluid leaked from the right pump, which seemed to be about 3 ml. There were no alarms prior to the event. Although attempts were made to gather missing details, no additional information was provided. There was no reported harm to the patient in the initial call. The cycler has not been returned for analysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported that there was a fluid leak associate with a pd treatment. The nurse said after treatment was completed there was fluid found in the pump module area of the cycler and on the external part of the cassette. Fluid leaked from the right pump, which seemed to be about 3 ml. There were no alarms prior to the event. Although attempts were made to gather missing details, no additional information was provided. There was no reported harm to the patient in the initial call. The cycler has not been returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.